Event description:
It was reported that during set up, when the novostitch pro´s orange lever was pulled, the top jaw of the device did not move. No delay was reported and there was a smith and nephew back up device available. There was no patient involvement. Results of investigation found that the insertion device was returned with a broken articulation bar on the upper jaw.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with a broken articulation bar on the upper jaw. Both the distal and proximal end of the articulation bar are attached to their respective portions of the device. The cartridge is deformed from being actuated with the broken articulation bar in its path. There is debris on all returned items. A functional assessment of the device found the device is unable to function as designed due to the broken articulation bar. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.